Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the two possible lots (821427m and 821428m) were reviewed. Functional penetration test values for the lots met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to manufacture acceptance criteria. The root cause has not been identified. (B)(4).

Event description:
A customer reported experiencing knives that did not cut during a procedure. There was no patient injury or harm reported. There are three medical device reports associated with this event. This is for patient number three, four, and five.